Manufacturer narrative:
(B)(4) MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
(B)(4) MDR - after an implant duration of 62 months exit block on lead was reported. It was noted that pacing impedance increased. No adverse pt side effects have been reported. The device could not be explanted. An add'l lead was implanted.